Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel® dxc 800 pro instrument, and identified the failure mode as a defective electrodes. The fse replaced the electrodes for potassium, chloride and calcium which resolved the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic ise (ion selective electrode) patient results on their unicel® dxc 800 pro instrument. The erroneous patient results were reported out of the laboratory and later they were amended. There was no report change to treatment, injury, or death associated with this event. Quality control was within the laboratory¿s established ranges prior to event. Customer did not provide the customer did not provide patient data or demographics.